Event description:
Treatment of a large aneurysm measuring approximately 14mm x 5mm located in the superior hypophyseal segment of the left ica (internal carotid artery). The patient was on dual-antiplatelet therapy. On (B)(6) 2014, the patient underwent pipeline (4.75mm x 20mm) embolization treatment. During the procedure, it was reported the pipeline did not oppose the distal vessel and required balloon angioplasty (an option presented in the instructions for use, u.s.) To achieve full wall apposition. Post procedural angiogram showed an eclipse. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device wil not be returned for evaluation as the pipeline was implanted in the patient and the pushwire was discarded. (B)(4).